Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient underwent a procedure on (B)(6) 2015, due to skin overgrowth at the abutment site. The patient was administered general anesthesia to facilitate an abutment exchange. The implanted device remains.